Event description:
A surgeon reports performing a lens exchange due to the patient being unhappy with the results of his surgery. The patient complained of blurry vision that did not improve with correction. The lens was replaced with a different model and the patient is happy with the results.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.